Event description:
On or around 09/19/1999, an architect estradiol had been reported which underestimated the level of estradiol. The pt was hospitalized due to ovary hyperstimulation and an ovum aspiration was performed. The following estradiol results were obtained: date: 09/19/1999, result(pmol/l): 5291, dilution: undiluted; date: 09/23/1999, results: 5800, dilution: undiluted; date: 09/26/1999, results: 6600, diluted: undiluted; date: 09/26/1999, results: 19000, diluted. Further info has been requested, but has not been received. No report of serious injury.